Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with "part on area where you push the button is broken"; this condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The reported flogard infusion pump with 'part on area where you push the button is broken' was confirmed by service. Since this is a stay-in device, the root cause could not be confirmed. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Should additional information be received, a follow-up medwatch will be submitted.